Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the abutment. The patient underwent a surgical procedure on (B)(6), 2015 to excise the excess tissue. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.